Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04655, 2134265-2018-04656, 2134265-2018-04646, 2134265-2018-04647, 2134265-2018-04659, 2134265-2018-04660. It was reported that vessel perforation and cardiac tamponade occurred. The patient presented with diffused calcification and narrowing of the left main (lm), left anterior descending (lad) and left circumflex (lcx); severe left ventricle (lv) dysfunction and aortic stenosis. This procedure was planned prior to an a transcatheter aortic valve implantation. Pre-dilation was completed with emerge¿ balloon catheters. Then three synergy¿ stents were implanted (4 x 24, 4 x 28 and a 3.5 x 38) were implanted. The stents were post dilated with nc emerge® balloon catheters. After post dilatation, a perforation was noted at the bifurcation of the lad and lcx. The perforation was treated by deploying non-bsc stents and further post dilatation of those stents. The perforation caused cardiac tamponade and pericardiocentesis was performed; a significant amount of blood was drained. The patient was stable prior to transfer to the intensive care unit.